Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 4. Reference MFR report: 1627487-2013-24155. Reference MFR report: 1627487-2013-24156. Reference MFR report: 1627487-2013-24158. The pt is implanted with two scs systems with four scs leads. It is undetermined which device(s) are affected, therefore, all possible devices are being reported. It was reported the pt experienced a fall and hit her head sometime during the week of (B)(6) 2013. The pt complained of dizziness and went to the ER. The pt was diagnosed with a possible concussion. An sjm representative met with the pt to reprogram the pt's scs system, however, the pt stated the stimulation felt different. The pt was concern her scs lead may have migrated. X-rays was taken and it did not show any lead migration or any other anomalies. Follow-up identified the pt's scs system was reprogrammed on (B)(6) 2013 and better stimulation coverage was obtained. The pt is pending a follow-up with her physician to further evaluate the issue.